Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored several episodes of non-sustained ventricular tachycardia (nsvt) and vt which were treated with anti-tachycardia pacing (atp) and shocks. It was noted that the underlying rhythm appeared to be atrial fibrillation (af) with rapid ventricular response. In one episode, several inappropriate shocks were delivered, and therapy was exhausted. In the second episode, the shock converted the arrhythmia. This was discussed with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.